Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0dy97, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had to self-catheterize in order to void and the therapy was not working like it did during the trial. The patient was not sure if she was supposed to increase or decrease stimulation or what she was supposed to do. The patient stated that "it was on, it was working, and she could not go to the bathroom." The patient noted that on the second day, (B)(6) 2014, she had to turn it down from 0.9 to 0.8 volts because it felt like a needle pricking her, like a "sewing machine going." The patient had to catheterize and removed 800 cubic centimeters. The patient clarified that this was the greatest amount she had to remove in one day and there were other days that were 300 and 400 cubic centimeters. The patient noted that she was on program 1 at 0.9 volts and maybe she turned it back up. The patient could feel stimulation and it was not hurting. The patient did not have a follow-up appointment until (B)(6) 2014. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.